Event description:
Taxus liberte clinical trial. It was reported that post a stenting treatment procedure, restenosis of the treated vessel occurred. The patient presented due to unstable angina. The 95% stenosed and 20mm long target lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 3.25mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011 - the patient presented due to chest pain and was diagnosed with recurrent ischemia. Angiography revealed 70% stenosis in the proximal rca and was treated with placement of an unknown manufacturer's 4.0x23mm stent. Angiography also revealed 95% restenosis of the distal rca and was treated with placement of a 3.5x18mm non-bsc stent, resulting in 0% residual stenosis. No other patient complications were reported and the event was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).